Event description:
It was reported that the rotation speed could not be decreased and got stuck in the lesion. A 1.50mm rotapro was selected for use. During the procedure, the device got stuck in the lesion and the rotation speed could not be decreased, thus the device was unable to cross the lesion. The procedure was completed with another of same device. No patient complications were reported.